Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, a ventilator unit testing failed. The detachable battery was replaced to address the reported issue/malfunction. In addition, the device evaluation the following unrelated to the reportable issue found was contamination (dirt, dust, talc etc) in the motor blower, flow path assembly and blower bellows. The motor blower, flow path assembly and blower bellows have been replaced due to contamination.